Event description:
The customer reported via phone call that the insulin pump alarmed button error, which could not be cleared. The customer stated that the device vibrated and beeped every 30 to 40 seconds. The customer's blood glucose was 102 mg/dl. The customer stated that he got caught in a thunderstorm leading up to the alarm. He reported that nothing appeared to have gotten wet, but advised that there was definitely some moisture noted in the air. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. No moisture damage on electronics was noted. The insulin pump was monitored and had no audio beep anomaly or vibration anomaly. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.